Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -12.5/2.0/085 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation was observed. The lens remains implanted. Cause reported as device. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5 - lens was explanted due to lens rotation with insufficient vault. Claim# (B)(4).